Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed investigations. Failure analysis confirmed the customer reported complaint "breakage occurred of the extension tube." The instrument was found to have a broken tube extension at the proximal end. The broken pieces were not returned measuring roughly 0.304¿ x 0.60 in size. The known common cause of this failure is due to mishandling/misuse. A device history record (DHR) review for this device was conducted and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, it was alleged that fragment(s) from the monopolar curved scissors (mcs) instrument fell inside the patient. At this time, it is unknown if any missing instrument fragment(s) were retained inside the patient. However, there is no indication that a malfunction of the mcs instrument occurred since the instrument damage can be attributed to user mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted total cystectomy procedure, the monopolar curved scissors instrument (mcs) tube extension broke during its last life. During the procedure, the mcs instrument was not removed, however, when a specimen was removed, the mcs tube extension was observed to have a crack and physical damage with small pieces fallen into the patient. The small pieces were removed and discarded; however, larger fragment(s) were not identified. The planned surgical procedure completed and no patient harm, adverse outcome or injury was reported. On 17-may-2018, isi contacted the initial reporter and obtained the following additional information regarding the reported event: the surgeon reported small fragments were retrieved and discarded. The surgeon was unable to locate any larger fragments and likely remained in the patient. A procedure video was provided for review. The mcs instrument was likely installed with cracks present. The instrument was removed and reinstalled during the procedure with cracks visualized. The cracks started to separate during tissue retraction and broke when the mcs instrument was between a maryland bipolar forceps instrument and specimen bag while moving. A small fragment was observed removed from the patient.